Event description:
I bought the product clear care plug with hydraglyde from (B)(6). I was looking to try a new contact lens solution and found the product among the other contact lens solution. From the box, I noticed the contact lens case looked different, but other than that, it appeared like your regular contact lens solution. I had placed my contacts in the case for a few hours. I was going to an event and, although there was still liquid in the case, I placed the contact, rinsing it with more of your product, into my right eye. Immediately, my eye started stinging. I was confused, thinking that perhaps it was normal. Then I panicked and tried to get the contact out of my eye. I realized that it had fallen out. I inspected the product more thoroughly afterward to realize the instructions. The box has a red label on the back about not using it directly on the eye. The bottle also has red labels stating not to rinse contacts with the product prior to insertion in the third sentence. I flushed my eye out with water for a long time. My eye felt swollen, or like something had hit it, for days after. I did not use contacts or eye makeup during that time (5 days). It took a few days for it to return to its normal color. To this day, there is a noticable red vein in that eye. From the cover of the box, the product looks like any other contact lens solution. It is in the same aisle right next to the other contact lens solutions, several of which I have used in the past in the same way that I used your product. The bottle itself looks like any other contact lens solution. I figured all instructions for contact lens solution were the same, so I thought glancing at the instructions was sufficient: it had a similar cover (even the same statement "cleaning and disinfecting solution"), was next to similar items, and looked exactly like the bottle other contact lens solution were in, yet it had drastically different, dangerous, results. If it's a completely different product, why does it look exactly like the others in almost every way? I shared my experience with my friends and family to give reason as to why I had to cancel plans with them over the next few days after the incident occurred. One friend said she did the same thing. Upon research, I realized, there are many others who had the same thing happen to them. There is a pattern here. I also read into legal actions taken against the company. I urge you to do something. It was a terrible experience. If anything good was taken from this experience, it's to read the fine print, especially when it has something to do with something as important as my eyeball. Thank you. When and how was error discovered: after I had rinsed my contact lens with clear care plus with hydraglyde and placed it into my eye, my eye began stinging. After the contact lens had fallen out, I looked at the box. The only warning was on the back, at the bottom. The bottle itself has a thin red line and another red rectangle detailing that it should not be used directly on the eye. Additional comments: I urge the (B)(4) to change their product, clear care plus with hydraglyde, where it is obvious to consumers that it is not a regular cleaning and disinfecting contact lens solution to be put into the eye, unlike its resemblance to other contact lens solution that can. It is a dangerous product. It was a terrible experience. Reporter's recommendations: in order for consumers not to mistake clear care plus with hydraglyde as just your regular contact lens solution that is safe to be put into the eye without harm or pain: the product should not be placed next to other contact lens solution; the product should not have the same saying "cleaning and disinfecting solution" as the other contact lens solution that are safe to be put into the eye; the design of the box in which it comes should not be made to look like any regular contact lens solution; there should be a clearly visible warning on the box; there should be a clearly visible warning on the bottle; and the bottle that it comes in should not resemble any regular contact lens solution that is safe to be put into the eye. Patient's age: adult (18-64 years). (B)(6).